Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusions: the report of pump stops while the patient was connected to the mobile power unit (mpu) was confirmed through the evaluation of the submitted log file. No notable events were captured in the submitted log file until (B)(6)2019 when intermittent motor stopped events were observed while the system was supported by the mpu. Similar events were captured on (B)(6)2019 and (B)(6)2019 further indicating that the pump was struggling to maintain the set speed while connected to a grounded power source. Based on past experience with the hmii lvas and similar reported events, the log file data is consistent with a potential driveline issue. The hmii lvas IFU and patient handbook contain sections about caring for the driveline and explain that "driveline damage due to wear and fatigue occurs in both the externalized and implanted portions of the lead. Damage to the conductors within the driveline may or may not be preceded by visible damage to the outer layer of the driveline." These documents also describe all system controller alarms and the recommended actions associated with them. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported the patient experienced repetitive alarms starting (B)(6) 2019. The alarms were described as red heart alarms. The patient was connected to a/c power supply at the time of the alarms. Patient presented to clinic in the morning of (B)(6) 2019. A log file was retrieved and showed several pump stops. The patient was switched to battery power and the customer requested a non-grounded patient cable. No visual damages were seen on the external part of the driveline. There was no adverse consequence to the patient. On 02 jul 2019, it was reported that no further pump stops have occurred. Patient was discharged home with a non-grounded patient cable. No additional information was provided.